Event description:
It was reported that a cuff miss occurred when the plunger was retracted during suture placement using the proglide device in the right common femoral artery using the preclose technique prior to a peripheral interventional procedure. The arteriotomy was 11f. A second proglide device was used for successful suture placement. The sheath size remained a 11f and the peripheral interventional procedure was completed. Hemostasis was achieved with the second proglide pre-placed sutures. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for evaluation. The reported cuff miss was confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.